Event description:
Patient presented to the emergency department with nausea and intense migraines following the implant procedure. The patient was admitted and was given pain medication and migraine medication.